Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported three events with the port breaking. The original intended procedure was immunotherapy administration. There was no harm to the patients. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged infusion set(s) was inconclusive because the original, potentially implicated sample was not returned to bd for evaluation. The event details and provided information were evaluated. The investigation included the appropriate risk documentation. Additionally, this information was assessed for the potential of this event to be within scope of an existing CAPA or scar. Following a review of the entirety of this information, the root cause for this specific event was ultimately inconclusive. In this instance the implicated product sample would be required to confirm the event and assess the potential root cause. This complaint will be recorded for future trending and monitoring purposes.